Manufacturer narrative:
The exact event date is unknown the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and performed within specification. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during six week checkup, neither the physician or the patient could get the inflatable penile prosthesis (ipp) to inflate or deflate. Troubleshooting did not get the device to work. A surgical procedure was performed to replace the pump. A full recovery is expected for the patient.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that during six week checkup, neither the physician or the patient could get the inflatable penile prosthesis (ipp) to inflate or deflate. Troubleshooting did not get the device to work. A surgical procedure was performed to replace the pump. A full recovery is expected for the patient.